Manufacturer narrative:
After further review of the additional event details provided on (B)(6) 2017, the event suggests a failure to prime and failure to fire. It was reported that the top slide of the device allegedly was difficult to prime and could not deploy, which resulted in the device failing to prime and failing to fire, not self activating. There was no reported patient contact. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was not provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.